Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the nurses have been having issues with the kangaroo pumps alarming and filling with air in the tubing. This has occurred throughout the past two weeks. After observation and not having success with kangaroo pump changes, it looks as though the issue may be with the kangaroo epump set with the flush bag. The issue occurring is that the pump will alarm with a flow error and staff will then re-prime the bag and the pump will still continue to alarm with the same error message. The other significant issue is that tubing is somehow filling with air on the side closest to the patient. The air in line alarm only occurs if the air develops before the motor wheel, so this means after the motor wheel the tubing is filling with air. This could negatively affect their population with duodenal tubes by putting air in the bowel, and its easy to miss as this error will not trigger a pump alarm.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual and functional evaluation of the sample, the defect was unconfirmed. A corrective action is not applicable at this time.